Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, a new cartridge was filled and loaded successfully. Subsequently, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 281-399 mg/dl. Additionally, pump shut down unexpectedly. Customer declined troubleshooting with tandem technical support and declined to provide further information.